Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient with residual postoperative astigmatism. The patient did not have astigmatism preoperatively. No additional information available.

Manufacturer narrative:
No additional information received. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).